Event description:
Patient husband called to report that his wife had a beta bionics ilet insulin pump and the device detected numbers that was incorrect which prompted the device to issue insulin to the patient, because of that his wife started convulsing and caused her to stop breathing. The patient also had to stay in ICU for several days so that her blood sugar could be regulated.